Manufacturer narrative:
(B)(4). Approximate age of device- 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. The manufacturer¿s technical services representative reviewed the submitted log file and reported a parameter trajectory that has been linked to the presence of thrombus. Additional information reported that the patient is currently being monitored and no pump exchange will be performed. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Review of the submitted system controller log file showed power elevations; however, a cause for the power elevations could not be conclusively determined. The log file captured transient power elevations over 8w between (B)(6) 2017 to (B)(6) 2017. No other atypical alarms or events were captured. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.